Manufacturer narrative:
The returned device was evaluated. There was a hole found in the unexposed portion of the soft cannula. Fluid path testing showed that insulin was unable to pass out the distal tip of the soft cannula, with some fluid diverting through the hole. The cause of the reported event was determined to be a damaged cannula.

Event description:
It was reported that blood glucose levels reached 459 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied. The pod was returned for evaluation.